Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the manipulator controller ergonomic base (mceb) board. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mceb was analyzed and the customer reported complaint was confirmed but not replicated. This unit was also returned with reported 23138 errors. The issue was confirmed via lighthouse error logs. The mceb was visually inspected, where no issues were found. The unit was powered on with no issues. The mceb was initialized and the high side switch values were read. No issue were found. The j21 connector was also probed for voltage, as the 23138 errors pointed there. The proper voltage was read on all pins. The mceb was installed onto a known good system and powered on where a calibration issue occurred. The original cal file was restored, where the system then powered on with no issues. Surgeon side console (ssc) was moved throughout its range of motion with no issues. The system was left to idle for eighteen hours, and power cycled five times with no issues. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer reported experiencing console ergonomic errors that required them to be disabled. The customer reported that prior to calling, they swapped the surgeon side console (ssc) with another system. The procedure was aborted to another dv system with no reported injury.